Manufacturer narrative:
Evaluation of the returned red62 confirmed that the red62 was fractured on the distal shaft and revealed stretching proximal to the fracture. This indicates that the red62 was stretched prior to the fracture. If the red62 is retracted against resistance, the device may become stretched and subsequently may fracture. The root cause of the resistance could not be determined. The distal fractured segment was not returned for evaluation. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system red 62 reperfusion catheter (red62), a non-penumbra microcatheter, and a non-penumbra sheath. During the procedure, the physician completed one pass using the red62, microcatheter, and sheath. While retracting the red62 after completion of the pass, the physician fractured the distal end of the red62 in the ica, below the ophthalmic artery segment. Therefore, the physician attempted to remove the distal end of the red62 using a stent retriever but was unsuccessful. The physician then used a snare device to successfully remove the distal end of the red62. The procedure ended at this point. There was no report of an adverse effect to the patient.